Manufacturer narrative:
Requested device to be returned for evaluation and for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
The org-9700a receiver had been updated with sw 03-05 two days ago from 01-11. (B)(6) has received two calls since then where the nurses claimed all teles for this org went into communication loss for a short period of time and then it returned to monitoring mode. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.